Event description:
It was reported that this patient experienced pain caused from the pump touching the patient's rib cage while sitting in a wheel chair. Subsequently the device was repositioned on march 4, 2013 from subcutaneous to sub facial to minimize this issue. The device delivered gablofen. The patient did well after surgery and received effective therapy.

Manufacturer narrative:
Product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).